Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states she has been experiencing numbness and tingling in both legs and lower part of her legs. Patient states she had some numbness over the years and her feet just at the very tips of her feet so this is new. Patient also states when they goes to lay down they hasn't been able to lay on her back because that's where the incisions are and it's been very painful so they lays on her left side and after a while it feels like her foot went completely asleep and it gets cold almost like they is not having any circulation. Agent asked if this is from the surgery or prior to surgery and patient states the lower legs and lowerleg part is all new. The patient was redirected to their healthcare provider to further address the issue.  Pt reports each time she coughed felt stim on the right leg and was able to adjust that. Pt states felt as a jolt when she would cough but was able to lowerstim. Pt states the more she moved the numbness would get better and tingling was better during day. Pt states that following sunday after speaking to rep the tingling went down to both feet. Agent offered to help make adjustments and the patient states she does know how to do this and would like to talk to the rep. Pt requested to know when she can stretch and move. Agent reviewed. Pt states she cannot sleep because of the numbness sensation. Agent reviewed can try to turn down or turn off stim and see if this goes away. Pt states lower legs numbness is all new however numbness in feet is new. Rep reported that they spoke with this patient, and changed programs. She also has a follow up incision check appointment on (B)(6). All issues resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.